Event description:
It was reported that this single lead implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appears to be an atrial driven rhythm. Technical services (ts) was consulted, and upon review it was noted that after shock delivery, noise oversensing was observed on the right ventricular (rv) lead channel. Technical services (ts) advised on further evaluation on system integrity. No additional adverse patient effects were reported. This system remains in service.